Manufacturer narrative:
Initial phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set had the slide clamp assembled in the wrong (opposite) direction which prevents the infusion to start. The issue was identified when inserting the clamping device (slide clamp) in the unspecified infusion pump. It was noted the flow regulator was also placed after (above) the clamp key. The infusion pump displayed an ¿occlusion¿ as a result. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured in september 2021. H10: the device was received for evaluation. A visual inspection was performed and an incorrect assembly was observed. The reported condition was verified. The cause of the condition was due to an assembly issue during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.